Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. (B)(6). A getinge field service engineer (fse) was dispatched to investigate. The fse reported that the customer resolved issue before he arrived on site, and discovered that two (2) helium tanks that were used were empty. The customer discovered that the tanks were empty by placing them in a getinge loaner cardiosave, in which the loaner alarmed low helium as well. The customer replaced the helium tank with brand new tanks and the gauge indicated that it was full. No parts were required. The fse performed calibration verification, functionality, and safety checks to factory specifications. The iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium related issue. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.